Event description:
It was reported that on (B)(6), 2023 during a surgery, the surgical tech said the pistol grip cable tensioner was very complicated. The surgeon used it successfully, and the cables were successfully placed. There were no allegations against the functioning of the device. Additionally the surgeon said a proximal femur hook plate was too bulky for the patient and decided to use a different option. There was no issues with the plate itself, it was just how it fit the patients anatomy. The surgery was successfully completed. Patient status/ outcome: stable. Concomitant device reported: unk - cable/wire (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 3.5/4.5 va prox femur hook pl/lrg/217/rt. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.